Manufacturer narrative:
Continuation of medical devices: 4968-35 lead implanted (B)(6) 2012.

Event description:
It was reported one day post-implant that the right atrial (ra) lead had dislodged. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.